Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician was withdrawing the button tube from the patient's stomach the lid on the button was torn. Nothing fell inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician was withdrawing the button tube from the patient's stomach the lid on the button was torn. Nothing fell inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician was withdrawing the button tube from the patient's stomach the lid on the button was torn. Nothing fell inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation showed the distal end of the c-flex tubing was folded over exposing the proximal end of the heat shrink. The distal end of the c-flex tubing was stretched and necked down adjacent to the proximal end of the connector, this stretching indicates the delivery system received substantial tensile force during placement. The button was torn in two in the middle of the shaft. The outer sheath had not been completely peeled away and remained on the delivery system. The end of the button flange with plug was torn off and the section with the plug remained in sheath of the delivery system. The condition of the returned unit was consistent with the complaint incident that the button body detached. Physical analysis revealed the button shaft had been torn into two pieces and the plug had been torn off the button flange. It is possible there was resistance met upon placement. Therefore, most probable root cause is operational context. A review of the device history record was performed and revealed no issues related to this complaint.

Manufacturer narrative:
A visual evaluation showed the distal end of the c-flex tubing was folded over exposing the proximal end of the heat shrink. The distal end of the c-flex tubing was stretched and necked down adjacent to the proximal end of the connector, this stretching indicates the delivery system received substantial tensile force during placement. The button was torn in two in the middle of the shaft. The outer sheath had not been completely peeled away and remained on the delivery system. The end of the button flange with plug was torn off and the section with the plug remained in sheath of the delivery system. The returned unit was consistent with the complaint incident that the device flange plug detached. Physical analysis revealed the delivery system received a tensile force enough to permanently stretch and deform the c-flex tubing. User attempted to remove the button prior to the release of the button flange from the delivery system causing the flange to tear and leaving the plug inside the connector. The one step button gastric kit pull directions for use state that following placement, "peel away sheath and release external button flange". Therefore, the most probable root cause is user/ user error. A review of the device history record was performed and revealed no issues related to this complaint.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.